Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 1.5 x 20 mm mini trek balloon catheter balloon was tested prior to placing in the patient anatomy. The balloon ruptured at 2 atmospheres. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and scanning electron microscopy analysis were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.